Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
(B)(4). Baxter medical assessment: in case excess floseal is not irrigated, or/and product is applied and/or approximated too slow (resulting in incorporation of floseal in the formed blood clot; "glazed strawberry," as identified in the second look laparoscopy), recent investigations and peer reviewed case reports have shown that residual non-irrigated excess floseal may induce a local tissue reaction (early postoperative: inflammatory reaction; late postoperative: foreign body reaction, granuloma or adhesion formation). Based on these peer-reviewed publications and a few similar adverse event reports it appears biologically plausible that in the absence of meticulous product excess irrigation (user error) floseal may potentially contribute to such early local inflammatory reactions. While taking into account surgery, and disease-related alternative causes for the postoperative pain and the local inflammatory reaction and early adhesion formation, the presence of residual hardened fragments of floseal that were partially adherent to the duodenum and liver (and could be only partially removed) implies that we categorize this report as possibly related to the (incorrect) application of floseal. Product labeling deficiencies regarding the irrigation of product and fast application and approximation can be excluded. Documented re-training of the reporting surgeon is recommended (fast application and approximation, and need for always irrigating floseal excess) (B)(4). A follow-up will be submitted upon completion of retraining.

Event description:
A serious ae with floseal was reported for severe pain following laparoscopic cholecystectomy in a (B)(6) female patient with history of neuro-psychiatric disorders and treatment. This patient was operated on approximately 1 week to 10 days ago for cholecystectomy. Achieved hemostasis at the time of procedure. Approximately 2 days later she started complaining of significant right upper quadrant pain, evolving through the week to incapacitating pain, and preventing her from performing normal daily functions. Patient was readmitted and work up for acute abdomen was negative (which included a CT scan showing "a little fluid"). Dr (B)(6) (operating surgeon) upon 2nd look laparoscopy found "chunks of floseal everywhere" (stuck to the bowel, liver, duodenum, and anywhere near original floseal application) and the omentum on the right upper quadrant appeared "scarred and adhered to the abdominal wall." He reported that he attempted to remove as much as possible of the material he described as "chunks of hardened floseal," but was unable to remove all of it, as he said a lot was "attached to the duodenum and liver and difficult to remove through laparoscopic approach" and "is still there." The surgeon said that the patient does not have bovine allergy. During the initial operation he reported using 10ml of floseal to control "some oozing" on the liver bed after removal of the gallbladder and admitted he did not irrigate the excess floseal away. Patient is still admitted in the hospital today and receiving anti-inflammatory therapy and supportive measures (IV fluids and steroids), but still complaining of localized, ruq pain. Dr (B)(6) notes that she reported relief of her pain after the first 24h following the 2nd intervention, which he attributes to the release of the adhesions of the parietal peritoneum to the abdominal wall in that area. The pain has returned since.

Manufacturer narrative:
(B)(4). The medical director has reviewed the case based on case information (described in initial submission). Baxter medical affairs advised the reporting surgeon of appropriate application technique.